Manufacturer narrative:
The returned device analysis did not confirm the reported clip opening while establishing final arm angle. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident identified from this lot. Based on information reviewed and without a confirm failure mode, a definitive cause for the reported clip opening while establishing final arm angle in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system referenced in b5 is filed under a separate medwatch report number.

Event description:
This is filed to report clip opened while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The first clip delivery system (cds 00227u186) was advanced to the mitral valve, and the clip was placed; however, during pre-deployment, the clip opened when establishing final arm angle/efaa. Troubleshooting was preformed, but failed. The cds was removed with the clip attached. A second cds (00309u148) was prepared for use. However, during preparation, the clip jumped closed to 60 degrees. The cds was not used in the patient. The procedure continued with another cds. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.